Manufacturer narrative:
Unit received with broken off end cap, peeling keypad overlay, missing display window cover, cracked case(battery tube) and cracked battery tube threads. Unable to perform displacement test due to end cap broken off. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack on the bottom part and serial number faded. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.